Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with five infusions sets were fell off during use on (B)(6) 2024 . The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.